Manufacturer narrative:
Correction to d4 lot# and UDI#. D4: the correct lot# is 20m005, previously submitted as asku. D4: the correct UDI# is (B)(4), previously submitted as ni. H4: device manufacture date: november 18, 2020 - november 19, 2020. The device was received containing 199 ml of fluid in the bladder. Visual inspection was performed using the naked eye which observed the absence of fluid flow coming out at the distal end of the flow restrictor. Additionally, force prime was performed; however, flow was not observed. The reported condition was verified. The cause of the flow problem was due to white crystallized which blocks the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.